Event description:
It was reported that during meniscus repair surgery, t1 and t2 were deployed simultaneously. A backup device was available to complete the procedure with no significant delay or patient injuries. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H6: one 72202468 fast-fix 360 curved needle delivery system device intended for use in treatment, was returned for evaluation. Please note: inadvertent twisting or over flexing of the needle track can affect deployment and may encourage unintended release or retaining of anchors. T1, t2 and suture were returned freed from the delivery needle. Tail of suture was still under the depth limiter at the needle. The depth limiter was visibly damaged. It had several creases and was misshape from tissue resistance this aligns with force from probing. The device still cycled and actuated with slight resistance from dried bio matter attached. No root cause related to the manufacture of the device was confirmed. Complaint history review indicated no similar allegation for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. Product met specifications upon release to distribution.